Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8137448. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that an unspecified bd¿ catheter leaked after transfusion for 15 minutes. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ the catheter was placed successfully on (B)(6) 2019; which was under normal status. It's been noticed that the extension tubing was leaking on (B)(6) 2019 after transfusion for 15 minutes. The catheter was removed and replaced. Adr# (B)(4). ¿

Manufacturer narrative:
Report source: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ catheter leaked after transfusion for 15 minutes. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿the catheter was placed successfully on (B)(6) 2019; which was under normal status. It's been noticed that the extension tubing was leaking on (B)(6) 2019 after transfusion for 15 minutes. The catheter was removed and replaced. (B)(4)".